Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed an active exhalation verification test. There was no harm or injury reported. The device's flow sensor, proportional valve and 3-way solenoid valve needs to be replaced to address the issue. The machine flow sensor, proportional valve and 3-way solenoid valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor, proportional valve and 3-way solenoid valve functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator failed an active exhalation verification test. There was no harm or injury reported. The device's flow sensor, proportional valve and 3-way solenoid valve needs to be replaced to address the issue.